Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a right knee revision due to pain, irritability, thickening of the joint lining, laxity, synovectomy and loosening of the tibial component. The surgeon indicated the tibial component to cement interface was very weak. All components were revised in the procedure. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016 (patella, tibial tray, cement 2x, femoral component); dor: unknown (tibial insert); dor: (B)(6) 2018.